Event description:
It was reported that the implant at tooth site #14 had a fractured screw. The fractured screw was removed. The implant is in patient's mouth without any issues and or damage.

Manufacturer narrative:
Zimvie complaint number (B)(4). Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Additional information: it was originally reported that the complaint device was unknown. Upon examination of the returned complaint device, the investigation confirmed that the product was a mhlas, scr replace friction-fit gold & ti abut int hex device, with a PMA/510(k) #k953101. The following sections are being reported: b4: date of this report was updated. D1: brand name was updated. D2: common device name was updated. D4: device catalog number was updated. G3: date received by manufacturer was updated. G4: PMA/510(k) # was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 10, 3331 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received the reported device for evaluation. Visual evaluation was performed, a fracture has been identified at the head. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the [mhlas] dating back to twelve months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental: functional: fracture: screw. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the head. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.